Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the image storage was full, images cannot be saved. Troubleshooting found that image disk full errors and image data consistency failures were causing the image disk writing problem. To resolve the reported issue, the fse repaired the image data consistency and recreated the image store. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024 that was planned for implementation on this system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to save images to the storage. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.